Event description:
One touch ultra meter was reading inaccurately low. The patient obtained results between 17mg/dl and 30mg/dl while having a dry mouth sensation and feeling tired. Their family member had taken the patient to the hospital, where a blood glucose reading of 220mg/dl was obtained. The results were reported to have been between 11 to 20 minutes apart. They were administered 60 units of lantus and released the same day. Senior medical affairs specialist mailed a letter since the patient could not be reached for further questioning. The customer service representative discovered that the patient had been using expired test strips and had the meter set to mmol/l instead of mg/dl. During troubleshooting the meter lost power. The csr confirmed that the battery had been replaced less than 1 year ago. The battery contacts were in good condition and the battery was correctly installed. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. It would have been helpful to know patient's medication regimen or if they had any other health conditions. The patient was already experiencing symptoms at the time of testing; therfore there is no indication that the meter contributed to their symptoms. The meter was replaced due to the unresolved power issue.